Manufacturer narrative:
Analysis was able to confirm the reported damage to the output connector assembly. Analysis also noted that the display wires were pinched but the wire insulation was not compromised. Additionally, the keypad was scratched and one case screw was contaminated. All defective parts were replaced and all other identified issues were resolved. The device passed final functional and system tests. No other anomalies were found. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial connector on the external pulse generator was cracked. The generator was returned for service. No patient complications have been reported as a result of this event.